Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawers 3.1 and 3.2 were not detected on the bus. The customer reported that all cubies within main drawers 3.1 and 3.2 displayed a "device not detected on bus" error. Multiple standard recovery attempts were performed; however, the issue could not be resolved and persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 and 3.2 device not detected on bus. The field service engineer (fse) ran the final hardware test application. All lids were opened and all cubie pockets were popped out, then reinserted. The system functioned as intended after the field service engineer (fse) repaired the device.